Event description:
It was reported that the patient did not have coverage in the low back and reported that the lead ¿slipped.¿ it was noted that the health care professional (hcp) confirmed with x-rays. It was noted that the patient had a schwannoma on l4. It was noted that the patient was unsure if it was the position of the lead or the schwannoma that was causing the pain in the patient¿s back. It was noted that the hcp thought that the schwannoma was compressing the discs and causing the pain. It was noted that the patient saw a neurosurgeon about it and it was not something the neurosurgeon thought they would operate on because of the location but the neurosurgeon wanted a second opinion. It was noted that this weekend that patient¿s pain was 10 out of 10 on the pain score. It was noted that the patient was in the fetal position and had to get help getting up to get to the bathroom because the pain was so bad. Additional information received reported that the device was originally implanted to help with radicular pain down the patient¿s legs. It was noted that the patient now wanted coverage in their back and it was not possible to create stimulation in the patient¿s back and the patient was not satisfied without back coverage. It was noted that the physician was not planning to revise the system since it continued to work for the patient¿s primary complaint. It was noted that no interventions were planned. It was noted that impedances testing was within normal limits and reprogramming was performed.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).